Event description:
Caller reported a malfunction on the pump, identified as "malf 12." There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and the malfunction did not recur. Caller was advised to continue using the pump and to call back if the issue reappeared, which they acknowledged and understood.